Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their information center classic was non-responsive and the display appeared to be "frozen".the device was in use monitoring patients. No adverse event was reported.